Event description:
The complainant alleged that while performing a diagnostic procedure on a pt, the device would intermittently not discharge. The complainant indicated they attempted to defibrillate the pt at 200 joules and the device discharged only after the third try. The complainant indicated that there was no adverse effect to the pt as a result of this reported malfunction and they were unable to duplicate the reported malfunction.